Event description:
It was reported that during a ptca/stenting streatment procedure, a portion of the pt graphix int j guidewire fractured. The left circumflex coronary artery lesion was imaged with an ivus catheter. The ivus catheter was removed, but while loading the unspecified type and size stent to treat the lesion, the physician realized that the guidewire had fractured. The fractured portion remained inside of the touhy which was removed with subsequent successful removal of the wire. Another pt graphix int j guidewire was used and the procedure was successfully completed. No pt injuries or complications were reported.